Manufacturer narrative:
(B)(4) . The device was manufactured (B)(6) 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing revealed that the device¿s flowrate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. This occurred during infusion of chemotherapy. The device was filled to a volume of 288ml and set to a flowrate of 3ml/hr. The reporter stated that the expected therapy time was 96 hours; however, the infusion finished in 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.